Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire medical that the avea ventilator shut off and lost all power while on batteries. The issue occurred during patient transport and the patient was manually ventilated. The customer confirmed that there was no patient harm associated with the reported event.